Event description:
It was reported that customer experienced repeated pump faults, describing issue as cartridge fit problem related to o-ring. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.